Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction foreign material in air/water nozzle was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified, besides, the foreign material residue point was confirmed to be free from deformation. A definitive root cause cannot be determined. The customer provided the cleaning, disinfection, and sterilization (cds) processes that were provided, and the following deviations from the instructions for use (IFU) were reported: it was unknown if there was any delay in the start of precleaning. It was also unknown if the scope was immersed in detergent solution. The event can be detected/prevented by following the instructions for use: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The foreign material in air/water nozzle was found during reprocessing, the intended diagnostic procedure was completed. The device was inspected before use.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal had foreign material in air/water nozzle. It is unknown when the issue occurred. There were no reports of patient harm.